Event description:
Customer reported a high readings issue with use of the adc device compared to a competitor brand device. As a result, customer self-treated with fast and slow insulin. The customer experienced seizure, loss of consciousness and was attended to by a family member. When the customer regained consciousness there were three emergency medical workers attending to him at his home, customer does not recall the treatment that was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.